Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-02-05 and 2018-02-12 additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy, spinal pain. The patient reiterated the previous allegations. The patient communicated that they had been reprogrammed by a manufacturer representative for high density stimulation on the right side, and at the hd setting may increase the need for recharging. The patient communicated that the manufacture representative had informed them that with high density stimulation they will be required to recharge more often. No additional patient symptoms, and no additional device complications were reported for this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient used to have to charge their neurostimulator (ins) every 3 days but now she sometimes would charge the ins and would need to charge it again two days later. Patient noted she wrote down in her calendar when she charged the ins and reported she charged the ins on 10/05 and had to recharge the ins on 10/07. Patient reported she also saw on her calendar that in (B)(6) she had to charge the ins too soon. Patient had not recently been reprogrammed and charges their ins 100% full. Caller was redirected to healthcare provider. No further complications were reported/anticipated.